Event description:
It was reported that the right ventricular (rv) lead was capped and replaced. Further follow up did not yet yield any additional inf ormation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implanted: 2009-(B)(6), explanted: 2014-(B)(6), product ID 5076-52, implantable pacing lead, implanted: 2007-(B)(6), explanted: 2014-(B)(6),

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Please note the initial regulatory report for this complaint was submitted on (B)(4) 2014 under manufacturing report 2649622-2014-02818; however, the incorrect reportability was reflected. Additional information was received which indicated there was no complaint against the right ventricular (rv) lead. Consequently, a supplemental report redacting this report should be considered. Concomitant medical products: explanted: (B)(6) 2014; product ID 5076-52 lead, implanted: (B)(6) 2007, explanted: 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced. Additional information was obtained which indicated that the patient had breast cancer, and the implanted device was moved from the left side to the right side. The physician chose to cap the rv lead. There were no product performance issues with the lead. No patient complications have been reported as a result of this event.